Event description:
Additional information received from MFR on 8/19/1998: rep reports that the wheelchair is still functioning. There does not appear to have been any damage to the operations of the chair. According to rep, the source of the fire was confined to the battery set-up of the chair. This facility is using an alternative battery charger to charge a third battery for a ventilator, which raises a safety concern: as the type of hardware being used in this set-up is what rep beleives to be the cause of the fire. They are using metal sqeeze clips to charge the batteries while in the battery box and apparently something fell down or came in contact with the metal clip thereby shorting out the battery and causing the fire. Based on the rep's observation, the fire was definitely not a result of any malfunction with the wheelchair itself, but rather whoever set up the charging unit. It is co's suggestion that the facility change out all charger plug-ins, and place a lead off of the battery with anderson's plugs so that they can simply plug in and out. Additionally, because the xcaliber wheelchair was manufactured in august of 1991 and has undergone many years of use, it is co's recommendation they consider ordering new wheelchairs, as it is co's experience that the average life expectancy of a power wheelchair under normal use is approximately 7 years.